Manufacturer narrative:
The customer received replacement internal paddles. The internal paddles were not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a set of internal defibrillation paddles is not working. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.